Manufacturer narrative:
Opne used device was received and evaluated. Testing found that the distal tip of the option-lok needless connector. Drag marks were noted on the tip of the option-lok male adapter indicating application of excessive force on the male adapter. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connection events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the primary tubing set was connected to a needleless valve connector connected to the pt's peripherally inserted central catheter (PICC) and was being used to deliver 1000 ml normal saline, at a rate of 150 ml/hr, via a plum pump. After an unspecified length of time, the customer contact reported that the nurse entered the pt's room to change the pt's shirt to a gown for an unspecified procedure. At this time, it was reported that the nurse noted a small volume of blood on the pt's sheets. The customer contact reported that an unspecified volume of solution and blood leaked. It was reported that the distal tip of the option-lok male adapter of the extension tubing set broke off and a piece remained lodged inside the needless valve connector. The tubing set and needless valve connector were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. Though requested, no additional info was provided.